Event description:
It was reported that during a laparoscopic supracervical hysterectomy, the active blade broke and fell into the patient. The surgeon retrieved the broken blade laparoscopically using graspers. Surgeon was putting a lot of pressure on the blade while working on the cervix and this may have contributed to it breaking off. The instrument was not saved.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.